Event description:
Pt has been using this product for about 8 years. Each batch seems to react different than every other batch before it. In some cases there are blue particles and some time there are none. Some times the product foams but most of the time it doesn't.